Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2014 the patient experienced low blood glucose (bg) of 1.8mmol/l with unconsciousness and seizure and was hospitalized. Reportedly, the patient¿s bg the morning of (B)(6) 2014 was 9.2mmol/l and the patient consumed 60 grams of oral carbohydrates. The patient then reportedly bolused 9units of insulin, and within 30 minutes was not feeling well. The patient reportedly tested his bg and found it was 1.8mmol/l. The patient then was able to consume an unspecified amount of carbohydrates before losing consciousness and ¿fitting¿. An ambulance was reportedly contacted and the patient was hospitalized. Treatment for the low bg was not specified aside from the self-treatment of oral carbohydrates prior to losing consciousness. The reporter noted that the patient was off the pump temporarily but resumed the pump with no further issues. The reporter noted that the pump was losing time and date settings with every battery change or with reboots. However the reporter indicated that the time/date issue began on (B)(6). It is unclear at this time if the time/date issue was ongoing prior to the alleged bg excursion, or if it began after the alleged bg excursion. The patient was reportedly nervous about using the pump since the alleged incident. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia requiring medical intervention while using insulin pump therapy, and it is unclear at this time if the alleged time/date reset issue was a contributing factor.

Manufacturer narrative:
The alleged time/date reset issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/25/2015 with the following findings: the black box data from the time of the reported incident was unavailable for review due to continued pump use. The last basal delivery occurred on 12/22/2014 at 09:46am. A review of the current pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The pump powered on normally with the test battery cap with functional auditory and vibratory features. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. There were no errors, alarms, or warnings during testing. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the original complaint, investigation revealed that the display screen was dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.